Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was provided with pump reset information by technical support, who assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if any issues reappeared. The customer acknowledged and understood the instructions.